Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device delivered an unintended bolus which was not programmed. The patient's blood glucose level decreased to 1.1 mmol/l. The patient experienced hypoglycemic symptoms and weakness in the legs and hands. The emt's were called. The blood glucose result and treatment provided by the emt's was not provided. That day the patient was not transported to the hospital. At a later time the patient's doctor recommended 10 days of planned hospitalization. The blood glucose result and treatment provided at the hospital was not provided.